Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this lead exhibited a rise in impedances and high capture thresholds. Subsequently, this lead was explanted and successfully replaced. Other than the intervention no additional adverse patient effects were reported. This lead is expected to be returned for analysis.